Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 442 mg/dl. Customer¿s high blood glucose level was 442 mg/dl at the time of the incident. Customer¿s current blood glucose level was 442 mg/dl. The customer had reported symptoms such as nausea, vomiting, difficulty of breathing also reported at customer was showing symptoms of diabetic ketoacidosis. Customer reported issues with the pump and the blood glucose was going down to only 390 mg/dl and coming back up to 400 mg/dl. The product was not returned for analysis.